Event description:
An abbott proclaim implantable pulse generator (spinal cord stimulator) was implanted on (B)(6) 2017 with a t8, 9 and 10 laminectomy to accommodate the paddle. This scs was removed on (B)(6) 2018 due to causing increased pain and nerve tingling. To date, I have had radio frequency ablations at t7-t10 on (B)(6) 2018, (B)(6) 2020, (B)(6) 2023, (B)(6) 2024, (B)(6) 2025 and (B)(6) 2026. I've also had epidural injections in between those dates. Pain and nerve tingling still have persisted from the implant (B)(6) 2017 to today (B)(6) 2026. Pt: 1994, 1924, 1980. Device: 2588. Ref: mw5187747.